Event description:
Pt with diagnosis of malignant neoplasm admitted in 2001 for biliary obstruction, ascites and eventual pulmonary collapse. Imed infusion pump noted to have pump malfunction resulting in increased flow rate. Imed removed from svc and reported to the MFR and clinicial engineering.